Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were getting more pain going down their legs and the issue began this morning. Patient said they went on the mystim app and it was set at 6.2 on the a mode and they put it all the way up to 14.4 and it wouldn't go any higher. Patient also said they didn't feel any increase in stimulation. Pt said they also tried on group c and still no difference in stim. The patient was redirected to their healthcare provider to further address the issue. Pt said they are supposed to meet with someone tomorrow morning at 10 am. [See general text for omitted information.]

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.